Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified iliac vein. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.